Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubies were failed. The field service engineer replaced drawer board and drawer controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es system cubies failed and prevented user from dispensing medication to patient. The customer stated that they were able to get medication from other station. However, there were no adverse events or injuries reported based on this event.